Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: capsular contracture baker grade IV, seroma-late, rupture, and lymphadenopathy these are known potential adverse events addressed in the product labeling.

Event description:
Physician reported left side ¿probable rupture, inflammatory axillary ganglia. Free liquid intra and pericapsular. Contracture grade IV¿ and "undulations." The device remains implanted.